Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. Analysis of the provided log files captured low power hazard/no external power alarm event on 19apr2024 at 14:02:03 relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Power was restored at 14:02:06 and the alarm cleared. Additional information communicated that the mobile power unit (serial # (B)(6)) will not be returning. It was reported the cause of the no external power unit was unknown. A root cause that led to the loss of power from the mobile power unit could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Review of the device history record indicated the mobile power unit was shipped with an ac power cord with the v-lock feature. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted and review. The log file contained loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. The system controller did switch appropriately to the backup battery (bb) when external power was lost. These events appeared to resolve once external power was completely restored. The circumstances regarding the alarms while the patient was on the mpu were unknown.